Event description:
On (B)(6) 2015, surgery: u - tube, on (B)(6) 2016 to (B)(6) 2016 and previous years at various hospitals in (b)6). I did not authorize doctor to know that dr (B)(6) did that to me on (B)(6) 2015. I want justice and restitution for this unnecessary device in my left ear (middle ear). I live in constant pain and my hearing is a mess. Procedure performed: left tympanostomy with tube insertion. Dr (B)(6). Haloperidol by mouth and injection. U-tube all infected, etc, etc. Bad side effects from haldol - haloperidol.